Event description:
Pt w/ peripheral infiltrations x 2. PICC line inserted. Nurse found PICC occluded and manipulated line to get it to flow. PICC line infiltrated in upper left leg inguinal area; area swollen and slightly hard; infusion stopped; dr notified, pt assessed; kub done and noted a piece of the catheter had "broken off"; neonatologist notified and contacted other institutions to find surgeon to remove catheter piece; two days later, pt was transferred for removal of piece; piece was successfully removed; patient remains at hosp.